Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 12.8 mmol/l. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.